Manufacturer narrative:
The device will be returned for evaluation.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the cardiac tamponade cannot be established. The cause of the major bleed cannot be established. The cause of the placement signal issues cannot be established. The cause of the low or blocked pump flow cannot be established. The cause of how the pump became out of position cannot be established.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 70-year-old female patient with a past medical history of a coronary artery bypass graft (CABG), coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the placement signal was not correlating with the patient hemodynamics and lower than expected flows. The team believed that the patient had a cardiac tamponade and causing issues with the impella due to the left ventricle (lv) being compressed. The patient was brought to the operating room (or) for a chest washout and a transesophageal echocardiogram (tee) showed that the impella was pulled back and measuring 2cm in the lv. A decision was made to explant the impella. The impella was explanted without issues, but the surgeon noted that the outflow was in the graph and was causing the graft to bleed. It was noted that packed red blood cells (prbcs) and platelets were transfused. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 0.8l/min as intended. Cardiac and vascular injury are known adverse events and may be influenced by device-related and/or patient-specific factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Catalog and serial corrected. D4. Primary UDI number added.